Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). A non-bsc guide wire and a mach1 fl4 guide catheter were used. The 2.5 x 15mm apex monorail balloon catheter was advanced and upon the 2nd inflation at 12atms the balloon ruptured. The physician was able to complete the procedure with another of the same device. There were no patient complications and the patient's condition was reported as good.

Manufacturer narrative:
Device evaluated by MFR: as the unit has not been returned, a technical analysis was not performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).